Manufacturer narrative:
The disposable handpiece and the radio frequency (rf) controller used in the case were returned and evaluated. The handpiece was visually inspected and relevant functional tests were performed. All functional testing performed met specification requirements. The device was disassembled and no internal damage was found. The rf controller was tested to the relevant sections of incoming inspection requirements and all testing passed. A device history review was conducted for the handpiece lot number and the controller serial number. Both the handpiece and the rf controller were released meeting all qa specifications. Uterine perforations and bowel damage are known complications of endometrial ablation. Complications associated with uterine perforations and bowel injury are addressed in the warning section of minerva surgical's operator's manual and instructions for use documents, including the statements: although designed to detect a perforation of the uterine wall, this test is an indicator only, and it might not detect all perforations. Clinical judgment must always be used. If the minerva disposable handpiece is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. Forcibly advancing the minerva disposable handpiece against resistance is likely to increase the risk of perforation or creation of a false passage. Sufficient dilation is required for safe insertion. The relationship between the device and the reported adverse event could not be established.

Event description:
It was reported that an ob/gyn resident performed diagnostic hysteroscopy. D & c was performed using a serrated curette. Upon attempting to insert the device, the resident experienced difficulties. The case was taken over by the attending physician. The device was inserted and procedure performed. Post-ablation hysteroscopy was attempted. Adequate uterine cavity visualization could not be established; however, the appearance of the uterine cavity had little to no evidence of ablation. Due to lack of distension and loss of distension media (saline), uterine perforation was suspected and confirmed on laparoscopy. Doctor also noticed an area of what appeared to be blanched tissue on the small intestine, with no evidence of mechanical defect. A decision was made to perform a laparoscopic bowel resection, with end-to-end anastomosis. The patient was discharged two days later.